Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer miscalculated a bolus and blood glucose (bg) lowered to 40 mg/dl. Customer consumed carbohydrates and the customer's daughter provided assistance in treating the low bg. Customer acknowledged the issue was due to user error and pump was performing as intended.